Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6)2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient recovered and antibiotic treatment had been completed. No additional information is available.